Event description:
A customer reported that their AED battery will not power on any AED and that the problem is with the battery and not the AED. They reported that this did not occur during patient use.

Manufacturer narrative:
Although requested, the battery pack has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.